Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to noise. The patient had been welding and was very non-compliant. This did cause inappropriate shocks and his whole system was replaced. Should additional information be received, this file will be updated.